Manufacturer narrative:
On 21jun2018 immucor technical support used a remote electronic connection method to assess camera images, event logs and result batches. Camera images are optimal and aligned, event log shows no errors during processing and specimens are acceptable based on color check images. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under (B)(4). (B)(4).

Event description:
On 21may2018 a customer reported unexpected negative screen assay results for capture-r ready-screen 3 on the galileo echo instrument tested on (B)(6) 2018.